Event description:
In-package ift test showed issues with channels 1 and 7 prior usage. Replacement of the implant is requested.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.